Event description:
It was reported that the loader is not very good/ac connector came out of place. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac connector which was restored and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.